Manufacturer narrative:
Lot number on the device is (566783). (An investigation into lot (566783) has been initiated to determine if the number is a lot number or sub lot number. A follow up medwatch will be submitted once more information is obtained. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side "capsular fibrosis with silicone globules in the capsule," baker grade unknown, and implant exchange due to the patient¿s concern with the product. Device was explanted.

Event description:
Healthcare professional reported right side "capsular fibrosis with silicone globules in the capsule," baker grade unknown, and implant exchange due to the patient¿s concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specifications, crease fold, deformation, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.